Event description:
It was reported that the fitting for the main side hose on a hcu30 was leaking slightly. No pt involvement. Reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician replaced the 1/2 inch fitting, (B)(4). The device was tested to factory specs, passed and returned to service. A supplemental medwatch will be submitted if new info becomes available.